Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problems (charger unable to power a battery) has been confirmed. As received, the battery charger/modem was unable to recognize or charge a battery. Upon investigation the battery charger/modem had liquid contamination. The cause of the reported malfunction was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current is the charger contamination. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a battery charger/modem and a battery and reported that the battery charger/modem was unable to charge a battery.